Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).according to the physician, the patient reported having "problems" with the sling on (B)(6), 2010. The sling was removed on (B)(6), 2011, and a non-bsc sling was implanted on (B)(6) 2011.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.